Event description:
Customer reported the image is blanking out or looking like a subtraction image. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. This MDR is related to ge healthcare.